Event description:
Reason for revision was dislocation. Update (B)(4) 2013 product/lot.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combination since its release to distribution. It should be noted, two devices were reported with unknown product/lot code combinations and a review of device history/search of the complaints databases was not possible. Review of device history records for 4chl936/2416145 found no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.